Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String came off [device breakage]. Case description: consumer reported via e-mail that string came off tampon. No injury reported.